Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no audio tone/beep due to broken transducer red wire. No cosmetic damage on case noted. The device passed displacement test, rewind, basic occlusion tests and no unexpected low reservoir alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated the insulin pump is not beeping after running a self test. Customer reported insulin pump is not beeping at all. The blood glucose reading was 115 mg/dl. Nothing further reported.